Event description:
Wheels on affinity bed in locked position. Pt assisted to bed by rn. As pt leaned next to bed, their knees buckled and the bed moved. The pt lost their balance (250lb) and grabbed the rn, resulting in injury to lower back.